Manufacturer narrative:
(B)(4). The field service engineer (fse) inspected the device and verified the malfunction. The fse replaced the battery. The fse performed extended self-testing on the device and all tests passed.

Event description:
Covidien received information stating that during testing the 980 ventilator was inoperable. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to damage due to a power surge from an unknown source. If information is provided in the future, a supplemental report will be issued.